Event description:
Multiple intermittent occlusion alarms occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl or show as "high" on the cgm. The customer resolved the issue using humalog and resumed insulin, but recurring occlusion problems prompted cts to transfer the call for further assistance. Cts to replace pump, customer will continue to use current pump until new pump arrives.